Event description:
On october 28, 2004 the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The patient reported obtaining a 520 mg/dl on the reported meter, while having no symptoms of low or high blood glucose levels. She contacted her physician and he advised here to retest and go to the ER. She retested and obtained a 498 mg/ldl on the reported meter and drove to the ER. The patient was unsure of the exact glucose reading; however, a result in the 400-mg/dl-range was obtained on the ER meter. The results obtained on the reported meter and the ER meter were within 11 to 20 minutes apart. She was treated with regular insulin. Comparing results from different meters is not valid. However, both the patient and the ER meter gave high glucose values. The customer service representative discovered that the patient had been incorrectly cleaning the puncture area. The csr was unable to walk the patient through quality control testing, as the control solution had expired. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient reported that the test strips were damaged. Based on the information supplied regarding the test strips, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips,and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.